Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per previous discussion with the customer, it is their policy not to provide patient information.

Event description:
It was reported from the critical care unit that a secondary infusion of potassium phosphate with 30mmol/10ml in 500ml d5w (total volume of 565 ml) was programmed at rate of 125 ml/hour at 0848. At approximately, 1100 the secondary bag found to be emptied, while the pump showed there was 228ml/hour left to be infused. The patient experienced burning at the beginning and it was explained by the clinician that the potassium can burn a little. The patient did not complain any discomfort after that. The pump was changed and a ticket was put in. No adverse reaction was caused to the patient from this event.

Manufacturer narrative:
The complaint of over infusion was not confirmed in the logs or reproduced during testing. Review of the pcu error log showed no errors were recorded on the reported event date. Physical inspection showed no anomalies. The customer reported an event date of (B)(6) 2020 between 8:48 am and 11:00 am. Review of the pcu error log showed no errors were recorded on the reported event date. Review of the pcu event log showed, prior to the reported event date, the pcu was powered on at 11:52 pm on (B)(6) 2020 and same patient and same profile were selected. On the (B)(6) 2020, the suspect device was infusing a basic infusion at a rate of 100 ml/hr when, at 8:52 am, the suspect device was selected and programmed a secondary infusion of potassium phosphate (drugid= 164; 30 mmol/500 ml) to infuse at a rate of 125 ml/hr. At 9:01 am, the suspect device alarmed for patient side occlusion and was restarted six (6) seconds later. At 11:04 am, the suspect device alarmed for door open and check IV set. At 11:05 am, the suspect device was channeled off. No obvious programming errors were observed. Secondary volume infused= 274.122 ml see log table for programming details. Over infusion testing was performed. Results indicate that the system was operating within specification. The root cause of the customer¿s complaint of an over infusion could not be identified. Review of the source device (sn (B)(6) service history record showed the device had a manufacture date of (12/11/2018). A review of the device service history record was performed beginning from the date of manufacture to the present date (10/16/2020) and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported from the critical care unit that a secondary infusion of potassium phosphate with 30mmol/10ml in 500ml d5w (total volume of 565 ml) was programmed at rate of 125 ml/hour at 0848. At approximately, 1100 the secondary bag found to be emptied, while the pump showed there was 228ml/hour left to be infused. The patient experienced burning at the beginning and it was explained by the clinician that the potassium can burn a little. The patient did not complain any discomfort after that. The pump was changed and a ticket was put in. No adverse reaction was caused to the patient from this event.